Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor freezes and shuts down when they try to perform a 12 lead. It is unknown if the device displayed any error messages or warnings before the incident. While the device was in use on a patient at the time of the event, no health consequences or impact were reported.